Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("she had 3's pregnancy subsequent to this") in a 45 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("device ineffecive"). The patient had a medical history of c-section and pregnancy with contraceptive device. Essure was removed on (B)(6) 2020. On an unknown date, the patient had essure inserted. On an unknown date she experienced pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, lysis of adhesions). At the time of the report, the outcome of the event was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered pregnancy with contraceptive device to be related to essure administration. The reporter commented: she had 3's pregnancy subsequent to this. She then had a tubal ligation at the time of cesarean for her last pregnancy. Non drug treatment:total laparoscopic hysterectomy, lysis of adhesions requiring an additional hour and a half of operative time, bilateral salipingo-oophorectomy, removal of essure device from sigmoid colon epiploica, cystoscopy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("she had 3's pregnancy subsequent to this") in a 45 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("device ineffecive"). The patient had a medical history of c-section and pregnancy with contraceptive device. . On an unknown date, the patient had essure inserted. On an unknown date she experienced pregnancy with contraceptive device (seriousness criterion intervention required).essure was removed on 30-jun-2020 the patient was treated with surgery (total laparoscopic hysterectomy, lysis of adhesions). At the time of the report, the outcome of the event was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered pregnancy with contraceptive device to be related to essure administration. The reporter commented: she had 3's pregnancy subsequent to this. She then had a tubal ligation at the time of cesarean for her last pregnancy. Non drug treatment:total laparoscopic hysterectomy, lysis of adhesions requiring an additional hour and a half of operative time, bilateral salipingo-oophorectomy, removal of essure device from sigmoid colon epiploica, cystoscopy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.